Manufacturer narrative:
An event regarding malposition involving an unknown trident shell was reported. The event was confirmed following review by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted: normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. This case cup has almost no anteversion and this renders the arthroplasty very vulnerable to impingement between cup rim and neck of stem in flexion and/or internal rotation. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: cup malposition in almost absent anteversion has contributed to an overload condition in the arthroplasty ultimately ending in a fatigue neck fracture. Further information such as device details and/or return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The customer reported that the x-ray confirms a femoral neck fracture of the implant (exeter stem) with a good cement mantle around the rest of the femur. The patient required revision surgery.